Manufacturer narrative:
A steris service technician arrived on site, and confirmed that after a processing cycle, an operator attempted to remove the rack and injured her back. Medical treatment was sought. The user facility stated that the operator had claimed that the rack had fallen off of the track, however when hospital personnel arrived to assist the employee, they pulled the rack out of the sterilizer with no issue. The technician inspected the unit, and was unable to duplicate the reported event. The technician proactively performed minimal adjustment to the 2 racks that load the sterilizer, but confirmed the unit to be operating according to specification. No additional issues have been noted.

Event description:
The user facility reported that an employee was injured while removing a rack from their medium century sterilizer. No procedural delay or cancellation was reported.